Event description:
The customer reported that after delivering 6 shocks, the defibrillator charged once on its own. The users disarmed the charge. The customer has stated that there was no impact to the involved patient.

Manufacturer narrative:
This customer reported that after delivering 6 shocks, the defibrillator charged once on its own. The users disarmed the charge. The customer has stated that there was no impact to the involved patient. The patient's rhythm had stabilized and this occurred during transport to the hospital. The device was returned to philips for evaluation and the reported symptom was confirmed. The therapy port and therapy cable were replaced to resolve the issue. We were unable to determine which part failed as there was more than one part replaced.